Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not placing a flexicap on the patient line. Patient line should be capped when disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted global technical services (gts) regarding assistance with wanting to end therapy while using the homechoice during the patient's therapy, in drain cycle 4 of 6. The patient had disconnected himself and did not cap off. The patient's doctor was aware. Gts assisted the nurse as requested and removed the cassette at the "turn me off" prompt. No injury or medical intervention was reported.